Event description:
The surgeon started to implant the cochlear implant. The stylet was taken out and then was not able to be put back in. The electrode was bent and the surgeon could not put the stylet back in, reporting "sticking." The surgeon was dissatisfied with only one opportunity to reposition the stylet, in their own words: "only one shot." The surgeon then requested and used the second back-up implant. There were no complications.